Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip closed prematurely. A new device was used to complete the procedure. There was no harm to the patient. No other details are known.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.